Manufacturer narrative:
Continuation of d10: product ID {evfxplus-23}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the successful implant of a transcatheter aortic valve, the valve was explanted for an unspecified reason. Additional information was received that the valve was unable to cross the femoral artery as the patient developed femoral complications. No further treatment was provided. Additional information was received that during the valve implant procedure, the right side was used for access. It was reported that the valve was unable to advance across the femoral artery on the right side. The minimum diameter of the access vessel was 5 millimeter (mm). During insertion of the delivery catheter system (dcs), bleeding and a dissection were observed at the femoral site. Per the physician, calcification at the femoral site contributed to the bleeding and dissection. A covered stent was implanted and the transcatheter aortic valve replacement (tavr) procedure was aborted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one image was provided. There were no computed tomography (CT) images or executive summary provided for anatomical consideration. Therefore, no fluoroscopic valve load inspection was provided to confirm if the valve was loaded properly, and no image of the delivery system entering the body. It was reported that the valve was unable to advance across the femoral artery on the right side. The minimum diameter of the access vessel was 5 millimeters (mm). During insertion of the delivery catheter system (dcs), bleeding and a dissection were observed at the femoral site. Per the physician, calcification at the femoral site contributed to the bleeding and dissection. Per medtronic instructions for use (IFU): there will be some resistance when the catheter is advanced through the vasculature. If there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture). Caution: persistent force on the catheter can cause the catheter to kink, which could increase the risk of vascular complications (for example, vessel dissection or rupture). Evidence supports a stent was placed at the intended access site. Bleeding complications and the cause could not be commented on due to limited evidence. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.